Event description:
Related manufacturer reference number 3006705815-2023-03241. It was reported that patient experienced ineffective therapy due to fracture of the lead and extension. As a result, surgical intervention was undertaken wherein the lead and extension were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated. E1-reporter phone number-(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
"A high impedance issue was reported to abbott. The entire system was explanted and replaced due to a broken extension and lead. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined."